Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). Three (3) photographs were provided for evaluation. Although no samples were provided, the reported event is similar to a known issue of air in line during use. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: according to the complainant, there are quality concerns with a new shipment of streamline bloodlines. Reportedly, the newer bloodlines appear to differ in design compared to previous versions. Specifically, the connectors were described as being "fatter at one end, shorter, shinier, and not sealing correctly," which has resulted in the introduction of microbubbles into the lines. Staff also noted difficulty removing the new lines, stating that excessive tightening was required, and in some cases, the lines could not be removed without difficulty. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.